Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted. Telephone number: (B)(6).

Event description:
The comb of skin graft mesher has been twisted/bent and rotates the dermacarrier back and forth. The problem was noticed in or before starting mesh the skin graft, so there was no harm/injury and no additional skin graft was needed. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, d8, d10, g3, g6, h2, h3, h4, h6, h8, h10. Review of the most recent repair record determined the comb was damaged, a gear was worn, and the unit was out of calibration. The comb and gear were replaced and the unit was calibrated to resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
There is no additional information.